Event description:
It was reported that during an atrial flutter ablation procedure, three steam pops occurred. The physician was using a large curve therapy cool flex catheter while ablating the cavotricuspid isthmus when a steam pop occurred. The physician waited a period of time, changed ablation catheter positions and continued ablating. Two additional steam pops occurred while ablating the same area with this catheter. The cool point pump was set at 17ml/min and the generator was set at 35w during the procedure. The physician was ablating at 30-35 watts and the temperature did not go over 40c. No pt consequences were reported.

Manufacturer narrative:
Method: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.